Manufacturer narrative:
B3 - date of event: exact date unknown, possibly 05may2024 to 08may2024. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. E3 - occupation: supply chain materials management administrator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheters were cracking horizontally. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4-model #. Investigation/evaluation: it was reported that the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheters were cracking horizontally. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation, including the quality control procedures and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The review of device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Cook also reviewed product labeling: the product IFU, [c_t_ulmmabrm_rev4] ¿spectrum and spectrum glide central venous catheters,¿ does not provide information for the user relating to the reported failure mode. Evidence gathered upon review of the limited information provided and review of device master record, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.